Manufacturer narrative:
Report date: 17jun2021.

Event description:
The customer reported that the ventilator/air leakage. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Other information is currently pending.

Manufacturer narrative:
Upon further investigation, the issue was found during testing. Therefore, this complaint no longer meets reportability requirements.